Event description:
Related manufacturer reference numbers: 3006705815-2022-01352, 3006705815-2022-01353. It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Patient also experienced ipg pocket pain and ineffective therapy. Later, diagnostics discovered high impedance in one of the patient's leads. Reprogramming did not resolve the issue. In turn, surgical intervention may occur at a later date to address the issue. It is unknown which lead is related to the issue. Therefore both leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: manufacturing reference number 3006705815-2022-01354 should not have been reported as a medical device report (MDR) after additional information received confirmed surgical intervention was not performed on the ipg as the issue of ipg pocket pain resolved on it's own, and thus no longer reportable.

Event description:
Additional information received indicated surgical intervention was not performed on the ipg.